Event description:
It was reported to boston scientific corporation that an escape basket was used during a transurethral ureterolithotripsy (tul) procedure in the urinary tract performed on (B)(6) 2014. According to the complainant, during the procedure after crushing a stone with a laser (manufacturer unknown), the physician removed the stones with the escape basket device and it was found that a ¿thing like resin¿ was being caught on the wire. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.